Manufacturer narrative:
Clinical investigation: clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no allegation or objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s pd effluent grew e. Coli which is an organism common found in the intestinal tract and stool of humans. The patient had concomitant constipation, as reported by the pd nurse. Constipation is a well-known risk factor for peritonitis in pd patients. Moreover, the patient underwent a esophagogastroduodenoscopy (egd) one week prior to the peritonitis infection without any prophylactic antibiotics. Invasive procedures of the gut is a well-known risk factor for peritonitis in pd patients and prophylactic antibiotics are recommended per ispd guidelines. Therefore, the patient¿s peritonitis can be reasonably attributed to contamination from the bowel. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Pt called advise she had to have her catheter removed because she had a very bad infection back in august. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient was admitted to the hospital with peritonitis on (B)(6) 2019. During hospitalization the patient was treated with unknown antibiotics and had the pd catheter (not a fresenius product) removed. The patient was transitioned to hemodialysis and discharged on (B)(6) 2019. The nurse stated the pd culture (obtained on 11/aug) yielded growth of e. Coli. The nurse attributed the peritonitis to having a esophagogastroduodenoscopy (egd) one week prior to the event without any prophylactic antibiotics per protocol (the patient did not inform the pd clinic of the procedure). Additionally, it was stated the patient was experiencing severe constipation. The nurse stated the patient did not have any fluid leaks or issues with any fresenius device, product or drug in relation to the event. The patient recovered and currently remains on outpatient hemodialysis. However, the nurse indicated the patient will be resuming pd therapy soon as the patient had placement of a new pd catheter on (B)(6) 2019.

Event description:
It was reported that the peritoneal dialysis (pd) patient had an infection in august which required her to have her catheter removed. Upon follow up with the peritoneal dialysis registered nurse (pdrn) it was reported the patient was admitted to the hospital with peritonitis on (B)(6) 2019. During hospitalization the patient was treated with unknown antibiotics and had the pd catheter (not a fresenius product) removed. The patient was transitioned to hemodialysis and discharged on (B)(6) 2019. The nurse stated the pd culture (obtained on 11/aug) yielded growth of e. Coli. The nurse attributed the peritonitis to having a esophagogastroduodenoscopy (egd) one week prior to the event without any prophylactic antibiotics per protocol (the patient did not inform the pd clinic of the procedure). Additionally, it was stated the patient was experiencing severe constipation. The nurse stated the patient did not have any fluid leaks or issues with any fresenius device, product or drug in relation to the event. The patient recovered and currently remains on outpatient hemodialysis. However, the nurse indicated the patient will be resuming pd therapy soon as the patient had placement of a new pd catheter on (B)(6) 2019.

Manufacturer narrative:
Corrected information: plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.